Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was no bolus data in the pump history for the dates of (B)(6) 2016. Reportedly, the customer was able to deliver a bolus and stated that it would not be recorded in the history. There was no impact to the customer's blood glucose level. Tandem's technical support verified this in t:connect pump data. The customer would continue to use the pump until replacement pump is received.